Event description:
It was reported that during a da vinci-assisted duodenal switch surgical procedure, force bipolar instrument was unable to open the jaws on universal surgical manipulator (usm)4. Prior to calling, customer had replaced the instrument and replaced sterile adapter, but issue was not resolved. Also, error 22020 and 22021 were observed in logs on usm4. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) made multiple follow up attempts to obtain additional information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
Based on the claim against the product by the customer noting force bipolar instrument was unable to open the jaws on universal surgical manipulator (usm)4, an investigation was completed to determine the cause of this reported event. The reported event was addressed with phone support. The field service engineer (fse) checked the system's live logs in artemis and found 22020 and 22021 errors on only one force bipolar instrument. The 22021 errors occurred when the customer tried the instrument on both usm 3 and 4. It was confirmed that one of the discs on the bottom of the force bipolar instrument housing had fallen off. The force bipolar instrument was discarded. No site visit was conducted. The system was working properly, and no additional action was required as the issue was resolved.